Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the available information, it is not possible to determine the root cause of the reported event. However, based on the document review performed, no manufacturing deficits were identified. There was no indication or allegation of a suspected device malfunction contributing to the event. It is possible that the patient's factors contributed to the reported event, although this cannot be ultimately confirmed.

Event description:
On (B)(6) 2005, a female patient received a top hat s5-019 in aortic position. On (B)(6) 2019, the device was explanted and replaced with a reduced r5-023. The top hat was explanted due to growth, identified as vegetation, on the device. The growth reportedly affected both the top hat and the mitral mechanical valve (details not provided). No confirmation on the top hat functionality over time and at the time of the event is available. A good outcome for the patient is reported after the re-do surgery. The patient was under coagulation therapy and no recent changes in the therapy were reported.